Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirting out of the insulin pump during manual priming. It was also mentioned that no numbers are displayed. Unable to complete troubleshooting. No additional information was provided.